Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. The device was inspected with no issues noted. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. It was reported that stent deformation occurred in vivo during positioning, the stent became stuck in a guide extension catheter and became deformed. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: the ronyx20026ux stent became stuck in a non-medtronic guide extension catheter and became deformed. If information is provided in the future, a supplemental report will be issued.